Event description:
It was reported that during a tka procedure, the bump sensor got activated initially. A warning displayed on screen "camera infrared lamp is not working properly. This may result in a limited field of view." The system was rebooted and the case was completed with no delay or patient injury. The investigation found there was an illuminator hardware fault in the camera.

Manufacturer narrative:
H3, h6: the device was used in treatment and the user found that the bump sensor gets activated initially. Also, a warning was displayed on screen: "camera infrared lamp is not working properly. This may result in a limited field of view." DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The investigation confirmed there was a relationship established between the reported event and the device. The device was returned and investigated for initial investigation. The returned camera was connected to the system and there was an error saying that the "camera infrared lamp is not working properly" and the orange light on the camera turned on. The warning message is displayed when the system detects the error from the camera. The camera was sent back to the OEM for service. A bump sensor issue was reported; however, the reporter likely saw that the orange light was on and incorrectly thought that it was the bump sensor. The malfunction is most probably due to supplier / raw material fault. No containment or corrective actions are recommended at this time.